Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that review of the log files captured that the returned system controller, was connected to pump (B)(6), throughout the log files. On (B)(6) 2025 the estimated flow dropped to ~0 liters per minute (lpm). On (B)(6) 2025, the log file captured a full depletion of the external 14v batteries and backup battery, which resulted in a pump stop on (B)(6) 2025. Additional information was provided by the site that the wrong controller was returned to abbott by mistake.

Manufacturer narrative:
This event was initially reported under MFR 2916596-2025-06252. Manufacturer's investigation conclusion: the reported event of a full battery depletion was confirmed via log file analysis. Review of the submitted log file captured a no external power alarm on (B)(6) 2025 due to the 14v batteries becoming fully depleted. During the no external power event, the system controller backup battery activated to support the system during the loss of power without issue. After continued use, the backup battery also became fully depleted, resulting in the pump stopping and the controller powering off on (B)(6) 2025. The returned controller, serial number (B)(6), passed functional testing and successfully operated in a mock circulatory loop for an extended period without any atypical alarms. The controller alarmed visually and audibly as intended throughout testing. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, and pump off alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power leads, batteries, and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.